Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon insertion that the guide wire can not be inserted into the lumen of the catheter. Green powder was found in the lumen. The iab was replaced successfully. The indication for use was severe myocarditis. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon insertion that the guide wire can not be inserted into the lumen of the catheter. Green powder was found in the lumen. The iab was replaced successfully. The indication for use was severe myocarditis. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with the one-way valve attached. No blood was observed on the iab catheter. The stylet wire and the guide wire were also returned. The technician attempted to insert the original 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt and no green powder was found in the inner lumen. The guide wire was measured and found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported difficult/unable to insert guide wire & foreign matter in lumen event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).